Manufacturer narrative:
Postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, unknown side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, d4, d.6.a, h4, h6.

Event description:
Healthcare professional reported, left side capsular contracture baker grade IV. The device has been explanted and replaced.